Event description:
A malfunction on the customer's pump was reported. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer reverted to multiple daily injections as a backup therapy while waiting for the replacement pump with updated software, which was sent by technical support.